Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy segmentectomy, after identification of the lung tissue to be removed, the physician requested the stapler with the reload. When the doctor pushed the actuating button, the handle did not allow it to advance, requiring two maneuvers of these until the handle fixed correctly, allowing it to advance. During stapling of the fibrous lung tissue, the stapler failed to advance with the load blade. The button and the handle broke off, but did not fall into the patient¿s cavity. A second handle was used to complete the procedure. There was no patient injury.